Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the patient's first implantable neurostimulator (ins) was busted and needed to be replaced. The patient said they noticed the ins stopped working. An hcp checked the device with his device and determined the ins needed to be replaced. The patient said she went from (B)(6) 2011 without an ins, because the patient did not have the ins replaced until (B)(6) 2011. No symptoms or further complications were reported/anticipated.